Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with cefazolin injection (500 milligrams, intraperitoneally, frequency and duration not reported) and amikacin injection (250 milligrams, intraperitoneally each bag, specific frequency of bags and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.